Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received as there was no problem to patient after intraocular lens (iol) replacement.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Intraocular lens (iol) received adhered to surgical gauze. Solution is dried on both surfaces of the optic and haptics. The haptics have fibers adhered. The optic is split/cut in two and scratched/marked-rejectable with loose fibers. Iol cleaned. Optical power & resolution could not be performed due to optic damage. The root cause for the reported complaint could not be determined. We were unable to perform power and resolution testing due to the condition of the returned iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the patient experienced waxy vision. The lens was explanted and replaced with a other company lens in a secondary procedure.